Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/24/2023. A device has been received, however clarification is requested whether the product belongs to this complaint. The following additional information was requested: 1. Could you please clarify if the additional device belongs to this complaint? 1a. If yes, did a device malfunction occur during the same procedure for product code nw849 and nw2777? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(4) with the ups, dhl or fedex tracker number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/8/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-07773, 2210968-2022-07774, 2210968-2022-07776, 2210968-2022-07778 and 2210968-2022-07779.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/15/2023. H6 component code: g07002 no device problem found. The actual device lot number associated with this event is not known. The possible lot numbers are reported as follows: batch b7008; batch v0021. A manufacturing record evaluation was performed for the finished device v0021 and no non-conformances were identified. Expiration date: 03/31/2025 date of mfg.: 04/01/2020. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that two packets that pertain to product code nw849 were returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-07773, 2210968-2022-07774, 2210968-2022-07776, 2210968-2022-07777, 2210968-2022-07778 and 2210968-2022-07779.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/2/2023. The following additional information was requested: please confirm the correct product code in this complaint. 1. Could you please clarify if the additional device belongs to this complaint? 1a. If yes, did a device malfunction occur during the same procedure for product code nw849 and nw2777? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. The following additional information was received: the complaint was registered for (B)(4). Devices have been received for product code nw849, lots b7008 & v0021, however they have not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-07773, 2210968-2022-07774, 2210968-2022-07776, 2210968-2022-07777, 2210968-2022-07778 and 2210968-2022-07779. Product complaint # (B)(4) date sent to the FDA: 2/2/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the event occurred during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Could you please clarify what product code & which of the two lot numbers (b7008, v0021) belongs to the suture and needle detached and how many devices had this issue? When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Events reported via: 2210968-2022-07773, 2210968-2022-07774, 2210968-2022-07776, 2210968-2022-07778 and 2210968-2022-07779.

Event description:
It was reported that a patient underwent an anterior resection procedure on (B)(6) 2022 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: incorrect lot numbers provided for code nw2777 lot numbers b7008,v0021 are incorrect. As the correct product lot number was not made available for investigation hence DHR cannot be performed.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/20/2023. D4, h4 - the actual device lot number associated with this event is not known. The possible lot numbers are reported as follows: batch b7008 exp date 04/30/2022 date of mfg.-05/01/2017; batch v0021 exp date 03/31/2025 date of mfg.: 04/01/2020. A manufacturing record evaluation was performed for the finished device b7008 and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device v0021 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-07773, 2210968-2022-07774, 2210968-2022-07776, 2210968-2022-07777, 2210968-2022-07778 and 2210968-2022-07779 product complaint # (B)(4). Date sent to the FDA: 11/20/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.